Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seats separating from crossbar (secure part that attaches to the toilet) and are no longer sitting flat on the toilet bowl.